Event description:
Patient was using a dexcom g7 cgm. The device felt loose and when she tried to remove it, she noticed the wire was missing from the device. The wire is likely embedded in her skin. X-ray has been ordered. Unclear if she will need surgery to remove it.